Event description:
Philips received a complaint by the customer on the v60 indicating that there was an error message for c-bit rap test failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was an error message for a c-bit rap test failure. The rse confirmed the reported issue via error codes in the event logs. The rse determined that the data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) required a replacement. The rse provided the customer with the part number for the da pcba adc and cable to order and replace. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.